Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed non sustained right ventricular oversensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and afterwards.